Manufacturer narrative:
The service engineer found that the spring inside the rotational locking mechanism was bound up. He freed the spring and verified it had sufficient freedom of travel to allow for proper locking function.

Event description:
The customer stated that the rotational lock on the ort100 table was not locking properly. This was discovered during daily testing/inspection and there was no patient involvement.